Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in spain, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. A transthoracic echocardiogram (tte) performed on post operative day (pod) 2 showed a mean gradient of 3.5 mmhg, competitive flow on the valve, a trivial pvl from the as commissure, an impression of an anterior drop of approximately 5mm on the rv inflow view, and severe rv function. There is suspicion of halt due to the increased gradient, competitive flow on the leaflets, and the appearance of restricted leaflet motion. The patient was receiving citron prior to the index procedure, and continued receiving it post procedure. The valve deployed between 0-5 mm from the annular plane, stable, and without rocking motion. Trace paravulvular leak (pvl) was detected from as (antero-septal) commissure, with a 1mmhg mean gradient. As per fcs, the perceived root cause of the event was most likely a combination of rv dysfunction and posterior leaflet flail.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images based on the complaint investigation, the complaint for thrombus formation (device) - post procedure was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The competitive flow and leaflet restriction was confirmed via imaging evaluation. Various factors that may contribute to inadequate leaflet capture resulting in leaflet thickened and can be classified as patient, imaging and procedure related. Leaflet thickened may also occur as the result of leaflet damage, difficulty to release implant, and patient anatomy/pre-existing conditions. Imaging related issues may include incorrect echo view planes, failure to use 3d or color doppler, catheter shadowing, artifact, and misinterpretation of images. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no corrective or preventative actions were required.